Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated a tampon broke in half during removal and half of the pledget remained inside. This event occurred with one tampon. It is unknown if the consumer received medical assistance. There have been three attempts ((B)(6) 2017) to contact the consumer for more information; whereupon, no answer was received. No further information is available at this time.